Event description:
Pt was admitted with swelling and possible dvt (deep vein thrombosis). Ultrasound testing was positive for dvt, testing with triage d-dimer test gave false negative results, quantitative value <100 ng/ml.

Manufacturer narrative:
Investigation is on-going.